Manufacturer narrative:
It was reported that the ventilator restarted during ventilation. Ventilator logs indicates a temporary loss of power where the ventilator goes over to battery operation. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. No root cause has been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator shutdown during patient transport. There was no patent harm. Manufacturer's ref.#: (B)(4).